Event description:
Customer was hospitalized for hyperglycemia. The spouse stated that the customer had hbgs all day. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The contact was educated on the two hbg rule.